Manufacturer narrative:
(B)(4). The device was manufactured september 30, 2014 ¿ october 3, 2014. The device was received for evaluation. Visual inspection revealed that the tubing had been broken off at the junction of the distal luer lock. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified issue with a small volume intermate. This was noted before patient use. There was no patient involvement. No additional information is available.